Manufacturer narrative:
Device evaluation: one hl-90 was received in good condition for evaluation. The device history record was reviewed and noted no issues. The warmer was filled with water and fitted with a temperature check. The device then operated as intended, but would not alarm. After a test board was installed on the device, the alarm tests worked properly. An upgrade was made to the primary circuit board (pcb) and power switch as the pcb was found to be faulty. Based on the investigation, the complaint allegation was confirmed. The problem source was noted to be the failed electrical component.

Event description:
Information was received that the audible alarm from a smiths medical level 1 hotline blood and fluid warmer "has failed". No adverse effects were reported.